Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they inserted the battery to charger all through the night, however the charge was not completed. The charge status indicator kept flashing. The event occurred out of the procedure.